Event description:
It was reported that the product was used in a epigastric hernia repair. The patient had a follow-up visit the following week in which the physician information the patient everything was fine. Caller states two weeks later the patient's incision was swollen and red. Appointment scheduled with physician at which time the physician opened and drained the incision. Patient is sheduled for re-operation 2001.